Manufacturer narrative:
(B)(4). The device was received for evaluation. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Internal and external inspection was performed and the accomp board was found to be overheated, and created soot and strong odor. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. Functional testing failed. The rite electrical testing passed. The reported condition was verified and the cause was determined to be overheated component. The device will be scrapped. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was smoke coming from the back of the homechoice device during set-up for peritoneal dialysis. The technical services representative arranged a swap and discussed the use of manual supplies to complete therapy until the new device arrives. There was no patient injury or medical intervention reported. No additional information is available.